Event description:
After 25+ months of implantation this ICD was electively explanted as a result of the ela medical initiated "field action" regarding possible premature battery depletion concerning a limited number of alto ICD's. This ICD was explanted in 2004.